Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2021: 379 mg/dl, 140 mg/dl and 134 mg/dl. On (B)(6) 2021, the customer received readings of 56 mg/dl, 118 mg/dl and 140 mg/dl within 15 minutes.